Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the journey guide wire was received with no original packaging or other devices. The corewire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint), was not returned for analysis. The remaining hts was 6.5 inches in length. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The corewire fractured surface was bent, indicating that the fracture may be attributable to ductile bend overload. There was no evidence of any material or manufacturing deficiencies contributing to the fractures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. This 300cm journey guide wire was used in the peroneal artery in conjunction with a sterling sl balloon catheter. The journey wire was then brought back down to the anterior tibial artery (ata). The ata was 3mm in diameter and 95% stenosed. The ata got "really tight" and approximately 2cm of the distal tip of the wire broke off in the artery. The wire was removed from the patient and a catheter was advanced in an attempt to retrieve the tip; however, this was unsuccessful. The guide wire tip was left in the distal ata. The tip remains in a location where the physician does not feel the patient is at risk. The case was aborted because nothing was able to cross into the ata. No further patient complications were reported and the patient's status is fine. Pulses in the patient's leg were fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. This 300cm journey guide wire was used in the peroneal artery in conjunction with a sterling sl balloon catheter. The journey wire was then brought back down to the anterior tibial artery (ata). The ata was 3mm in diameter and 95% stenosed. The ata got "really tight" and approximately 2cm of the distal tip of the wire broke off in the artery. The wire was removed from the patient and a catheter was advanced in an attempt to retrieve the tip; however, this was unsuccessful. The guide wire tip was left in the distal ata. The tip remains in a location where the physician does not feel the patient is at risk. The case was aborted because nothing was able to cross into the ata. No further patient complications were reported and the patient's status is fine. Pulses in the patient's leg were fine.